Event description:
A surgeon reports that a patient is experiencing visual disturbances following intraocular lens implant surgery. The patient is seeing a shadow when looking far left with the right eye. Additional information has been requested.